Manufacturer narrative:
Endopath ets flex-based upon the inquiry information received, the visual examination and the functional testing, no conclusion could be reached as to why the cartridge reportedly "fell out of the instrument during surgery. The instrument was returned in good physical condition. The instrument was cycled, fired, cut, and formed the staples with design specification. The instrument was disassembled to examine the internal components and no deformations could be identified. It was concluded tha the instrument was fully functional and conforming to design specifications. The experience the surgeon reported could not be repeated.

Event description:
It was reported that the atb35 was used during a video assisted thoracic surgery. It was reported by the affiliate that after the firing, tissue jammed on the jaw. When the surgeon pulled on the tissue to remove, the cartridge fell into the pt. It was retrieved from the pt. There was no consequence to the pt.